Event description:
The hcp reported that the pt was deceased. No other clinical or device info was provided. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.